Manufacturer narrative:
Result: bd received samples and photos from the customer facility for investigation. The samples were evaluated and the customer¿s indicated failure mode with the incident lot was not observed but .the photos were evaluated and the customer's indicated failure mode with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes were having hemolysis. There was no report of medical intervention or serious injury.